Event description:
The customer reported that the ortho provue read a qc sample barcode ID incorrectly. A misassociation of result to the wrong sample could result in inappropriate physician action. The analyzer posted a condition code during qc testing, preventing qc testing from being allowed to pass, preventing patient testing from taking place and preventing the possibility of erroneous results.

Manufacturer narrative:
Instrument malfunction was not identified with the information provided. Investigation into this event found the customer was using barcode labels provided by the hospital lis vendor. The barcodes were not of adequate quality / format to be correctly identified by the provue. Product labeling instructs the customer of the proper format for use on the provue. Repairs were not required to return the analyzer to expected operation.